Event description:
It was reported that the stapler did not fire properly during a pretest; some staples came out from the stapler, but others did not. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). Although a lot number was not provided, a potential lot number was obtained through the sales history. The potential lot is 73l1900065. Per DHR the product visistat 35w 6/box lot # 73l1900065 was manufactured on 11/04/2019 a total of (B)(4) pieces. Lot was released on 11/20/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the pawl was found to have spun out of its normal position. The staples appeared to be properly aligned. The stapler was received with 29 staples remaining indicating that at least 6 staples were fired by the end user. In order to functionally inspect the sample, the sample was disassembled to manually reset the pawl to its correct position. During disassembly, the cover block was also found to be detached on one side. The cover block was reattached. Upon reassembly, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple properly formed and released. The next staple improperly formed and was manually removed. Two more attempts followed , and no staples fired. The pawl was found to be spun out of position again. Although the pawl did not allow the stapler to consistently fire the staples, it could not be determined exactly how or when the pawl spun out of position. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. Although the pawl did not allow the stapler to consistently fire the staples, it could not be determined exactly how or when the pawl spun out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of place which could prevent the staples from firing properly. The cover block was also found to be detached on one side of the device. After the pawl was reset, the stapler was not able to consistently fire staples properly as the pawl was found spun out of position again during functional testing. Although the pawl did not allow the stapler to consistently fire the staples, it could not be determined exactly how or when the pawl spun out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. We will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler did not fire properly during a pretest; some staples came out from the stapler, but others did not. Therefore, a new unit was used instead.